Event description:
As reported via the (B)(4) registry, a patient experienced an ischemic stroke. At the time of the index procedure, angiography revealed 90% stenosis from the bifurcation of the left common carotid artery to the mid left internal carotid artery. The lesion was 32 mm in length, eccentric and mildly calcified. The patient was asymptomatic at the time of the procedure with rankin and nih stroke scale scores of 1. An angioguard rx with a 6 mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 7.0 x 40 mm precise pro rx was implanted at the target lesion and the angioguard was retrieved with no debris in the filter basket. There was 20% residual stenosis. The patient was discharged the following day with rankin and nih stroke scale scores of 0. Approximately three weeks later, the patient underwent contralateral treatment. Angiography revealed 90% stenosis in the bifurcation of the right common carotid artery to the ostial right internal carotid artery. The lesion was 20 mm in length, mildly calcified, eccentric and ulcerated. It was reported that two angioguard devices were deployed. They changed to the second angioguard because it added extra support for the precise (lot numbers could not be provided for the angioguard devices). A 6.0 x 30 mm precise rx and an overlapping 6.0 x 30 precise pro rx were implanted at the target lesion. Following the procedure, the patient experienced the sudden onset of an ischemic stroke with the symptoms of right-sided weakness and numbness involving the right upper extremity and right lower extremity. The neurological impression was possible peri-operative stroke following right carotid stenting. An MRI revealed recent infarcts in different vascular distributions, largest within the left parietooccipital region. The patient was discharged approximately three days after the index procedure with residual deficits and planned outpatient physical therapy.

Manufacturer narrative:
As reported via the (B)(6) registry, a (B)(6) female patient with a history of hyperlipidemia, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary percutaneous revascularization, and hypertension experienced an ischemic stroke. At the time of the index procedure, angiography revealed 90% stenosis from the bifurcation of the left common carotid artery to the mid left internal carotid artery. The lesion was 32mm in length, eccentric and mildly calcified. The patient was asymptomatic at the time of the procedure with rankin and nih stroke scale scores of 1. An angioguard rx with a 6mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 7.0 x 40mm precise pro rx was implanted at the target lesion and the angioguard was retrieved with no debris in the filter basket. There was 20% residual stenosis. The patient was discharged the following day with rankin and nih stroke scale scores of 0. Approximately three weeks later, the patient underwent contralateral treatment. Angiography revealed 90% stenosis in the bifurcation of the right common carotid artery to the ostial right internal carotid artery. The lesion was 20mm in length, mildly calcified, eccentric and ulcerated. It was reported that two angioguard devices were deployed. They changed to the second angioguard because it added extra support for the precise (lot numbers could not be provided for the angioguard devices). A 6.0 x 30mm precise rx and an overlapping 6.0 x 30 precise pro rx were implanted at the target lesion. The following day, the patient experienced the sudden onset of an ischemic stroke with the symptom of right hemiparesis. The exact time of symptom onset was not recorded. MRI revealed recent infarcts in different vascular distributions, largest within the left parietooccipital region. The patient received physical therapy for the stroke and was discharged with residual symptoms three days after the procedure. According to the investigator, the event was related to the index procedure and not cordis product. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event, therefore, no corrective action will be taken. Review of the information suggests that the patient was at risk for progression of cerebrovascular disease based on medical history of hyperlipidemia, diabetes, and hypertension. This is one of two devices associated with this complaint with associated manufacture report numbers of 9616099-2012-00506 and 9616099-2012-00507.

Manufacturer narrative:
This complaint was initially received on (B)(4) 2012. It was reported that the patient experienced a stroke that resolved the following day without treatment and was reported to be related to the procedure and not cordis product. New information was received via the adjudication minutes on (B)(6) 2012, indicating that the patient was discharged with residual symptoms and required physical therapy. This now meets the MDR reportability criteria. Concomitant medications included clopidogrel, aspirin, and heparin. Concomitant devices included: 6.0 x 30mm precise (lot 15502726), 2 (two) angioguard embolic protection devices (lots unk). This is one of two devices associated with this complaint with associated manufacture report numbers of 9616099-2012-00506 and 9616099-2012-00507. Additional information will be submitted within 30 days of receipt.